Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On the same day, it was reported that the patient was unaware of her dexcom mobile device cgm but states it would have alerted her if the cgm had been accurate. She felt disoriented and had loss of speech. Her husband called the ambulance. The ambulance measured her bg at 42 mg/dl. They treated her with an amp of d50 via IV and glucagon injection. She stabilized and was sent back in her house. She never had to be transported to a medical facility. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.